Event description:
It was reported that stent thrombosis and stent damage occurred. An unspecified size promus element plus everolimus-eluting platinum chromium coronary stent system was deployed in the target lesion. Post dilatation was performed using an unspecified bsc balloon catheter. The procedure was completed and sent to the floor. The patient returned to the cath lab due to an acute thrombosis. Upon cardiac catheterization, deformation of the proximal edge of the stent was noted. The physician performed dilatation again. The procedure was completed with same device. No further patient complication were reported and patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: : it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).